Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side ¿revision¿. Healthcare professional additionally reported "capsular contracture baker grade unknown". Healthcare professional later confirmed "grade IV¿. Device has been explanted and discarded.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side ¿revision¿. Healthcare professional additionally reported "capsular contracture baker grade unknown". Healthcare professional later confirmed "grade IV¿. Device has been explanted and discarded.